Event description:
The customer called to report an alarm during the manual prime. The customer then mentioned that he was hospitalized for high blood glucose and a foot infection two weeks ago. No date of blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the prime test. The customer did not have the tubing clamp for the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.